Manufacturer narrative:
The customer contacted olympus technical assistance support (tac). No troubleshooting was performed. The customer was advised not to use the subject device in a clinical setting and to send it for repair for evaluation. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an error code e333. The issue occurred during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The product was not returned to olympus for inspection; however, technical assistance center (tac) provided remote troubleshooting and video system center displayed error code e333. Troubleshooting was not able to resolve the reported allegation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.